Event description:
It was reported that the patient was having a laparoscopic sigmoid colon resection. During surgery, when surgeon was going to use the stapler, the surgeon sized the rectum with multiple sizers and settled on the 29. The surgeon took the distal staple line off the descending colon and placed the anvil inside this after exteriorizing this portion of colon through hand port. The surgeon tied the purse suture to hold the anvil in place. The surgeon took an eea stapler size 29 and placed in the rectum. The needle was extended. The anvil was attached, and the surgeon attempted to fire the stapler, but the stapler did not fire. There appeared to be some air internally and he called the rep to ensure there were no other options. The anvil was then loosened and removed, and they grasped the opening of rectum where the stapler needle had penetrated and retracted the needle and removed the stapler. The surgeon placed a new stapler taking care not to tear the colon or rectum in any fashion and was able to get the needle of the stapler through the original hole without injury to any tissue. The anvil was connected, and the new stapler was fired.

Manufacturer narrative:
(B)(4). Batch # unknown. Maude report # mw5104597. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.